Event description:
Full term male infant born 11-18 with significant respiratory distress. Neocare silicone umbilical venous catheter was placed without difficulty and sutured at 12 cms. Chest x-ray was obtained; physician performed echocardiogram test to confirm catheter was in the right atrium. The physician instructed nurse to withdraw 1.5cm when doing so, catheter snapped at skin level, leaving a significant amount of catheter within umbilical and hepatic veins, with tip near atrial septum. Physicians notified, the infant was transferred to another facility for a cardiac cath; however, an abdominal incision was performed once the infant was at 2nd user facility. The infant tolerated the procedure well.